Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on corners, cracked right plunger case and battery door. Event log history was performed and indicated that travel reverse error - check clutch/plunger lever was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that a popping noise was heard followed by cc alarm at occlusion test. Service replaced lead screw, both clutch halves and clutch spring. Performed occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the plunger of a smiths medical medfusion pump popped out of place during occlusion test. No patient was involved in this event. No adverse effects were reported.